Event description:
The customer reported that during a bronchoscopy procedure the bronchovideoscope did not have sufficient suction. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.